Event description:
It was reported that the lead is coming out of the package with a cant at the distal end. The physician said that he will stop using these leads until we fix this issue. The lead is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.